Manufacturer narrative:
Treatment took place on (B)(6) 2020. Hypopigmentation occurred but is considered an expected transient side effect. Information received 9/9/2021 that hypopigmentation is still present. The device history record confirms that the product passed and met all requirements before releasing. The device has not yet been returned for an evaluation. Burn and hypopigmentation are expected side effects from laser treatment, however this is reportable as it is likely a permanent injury. Root cause is undetermined.

Event description:
It was reported that patient experienced a burn that resulted in hypopigmentation from a treatment using vectus on (B)(6) 2020. Cynosure was notified on 9/9/2021.